Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic was not notified when an alert was triggered for patient receiving a therapy shock. It was identified that the day before an alert was triggered for shock and that there was not a programmer session after that, to clear that alert. Therefore, the following day when the patient received shocks for vt/vf (ventricular tachycardia / ventricular fibrillation) an alert did not occur. The device remains in use. No patient complications have been reported as a result of this event.